Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer took manual injections and delivered boluses with a backup pump. The customer stated bg level was fine before changing infusion sets and that they had tried two different infusion sets since bg level had become elevated. However, bg level had remained elevated. As the customer had discarded the infusion sets prior to contacting tandem technical support, troubleshooting to determine if the infusion sets were the source of the issue was unable to be performed. The customer changed all supplies during the call and was able to resume insulin successfully.